Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4, as the customer's age and weight were not provided. The model # (d4) was not provided.

Event description:
The customer from mexico reported that he obtained blood glucose readings of 117 mg/dl at 4:39 p.m., 60 mg/dl at 4:41 p.m. And 532 mg/dl at 4:42 p.m. With their contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 2cqhh31c, using blood sample, which gave satisfactory performance.